Event description:
Customer reported experiencing low blood glucose readings of 47 mg/dl and stated that they have treated. Customer initially called to reported trouble with uploading to care link. Customer declined troubleshooting for the low blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.